Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump stopped working, and it shuts itself off. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: battery cap was not returned. Test battery cap was used to complete the investigation. The pump run for over 24-hr with no errors, alarms, warnings or rebooting. Black box shows one ¿power-on-reset¿, 8/16/2013, associated with cartridge refill and 5x ¿power-on-reset¿ at the end of the black box. The pump was opened for further investigation. No evidence of moisture seen inside the pump. Inspected the power flex, battery terminal connections and pcb components; no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.